Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received failed battery test alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the failed battery test alarm was not resolved after changing battery with a new battery cap. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with corroded battery tube however; the insulin pump passed functional testing including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No failed battery test alarm noted. The insulin pump had minor scratched display window.